Event description:
It was reported that the ventilator had a broken diss filter. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported crack on the water trap (air filter) was confirmed. The water tap (air filter) was replaced. The successful pre-use check tests was performed after the replacement, and the ventilator was returned to service. The defective water trap (air filter) was not returned for investigation. Visual inspection of the returned water tap (air filter) confirmed that it was broken. There were loose plastic parts found inside the water tap (air filter). Information as to how the crack occurred was not received. The cause for the crack was not determined.